Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received an unexpected restart alarm and no delivery alarm. Insulin pump also had a high pitch sound. Customer reported that battery was out of pump for 2 hours. Alarm history also showed a watchdog timeout alarm and an external flash crc error alarm. Customer's blood glucose was unknown. Troubleshooting was performed and customer was advised to monitor insulin pump.

Manufacturer narrative:
Additional information has been provided that was not included on the initial report: the 24 hour help line has reviewed the call with the customer. While attempting to resolve the alarms, the customer attempted to print the insulin pump with an empty reservoir causing a no delivery alarm. The customer was advised to fill a new reservoir to resolve the no delivery alarm.